Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device only had 6 clips. Another like device was used to complete the procedure. There was no pt consequence.